Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; however, was unable to provide a specific value. The customer was admitted to the emergency room (ER), and the customer consumed carbohydrates. Approximately 7 hours later, the customer left the ER with a bg level of 179 mg/dl, and was feeling "sluggish" but was comfortable with condition at the time of discharge. Reportedly, the customer had over-delivered insulin during a bolus; however, during review of the bolus history, the customer reported that the 25 unit bolus had been intentional. Although requested by tandem technical support, the customer declined to upload pump data logs. Reportedly, the customer had manual injections available as alternate insulin therapy.